Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported ", it is suspected that a damaged valve train is causing a sustained helium leak." No medical intervention necessary, the pump was not exchanged and was used to continue therapy. The patient's current's condition is reported as "fine"

Event description:
It was reported ", it is suspected that a damaged valve train is causing a sustained helium leak." No medical intervention necessary, the pump was not exchanged and was used to continue therapy. The patient's current's condition is reported as "fine"

Manufacturer narrative:
(B)(4). The reported complaint for a sustained helium leak is confirmed based on the attached video. The product was not returned for investigation. The video shows a possible helium loss 3 alarm was purposely generated via a kink in the driveline tubing and the balloon pressure waveform baseline dropped. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium leak. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.